Manufacturer narrative:
H3) the software analysis determined that the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the site was not aware of the 2 drivers (longitude 1 and 2). They assumed that if the navigation system can verify it, then it should work correctly. This was not the case. When adding and removing the navlock to the instrument list, then they got prompted to inform what you add to the navlock. That is where the difference between the 2 drivers in text is an abbreviation, which the site missed. Most instruments with the navlock had the same length except longitude 2. The hospital did a verification scan to check the screw placement and there were no further consequences.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was determined the system would navigate correctly if the correct instrument was added to the instrument tracker. The correct system setup was performed to meet the site's needs with the newer version of the instrument driver. The site was instructed on correct use to avoid the issue in the future. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The site experienced issues with the instrument driver. The current model driver was 4cm longer than the predicate device. The site was uncertain about the navigation during surgery as it was not precise compared to expectations. The system was tested and it was determined the system could verify the newer version instrument driver even though the instrument tracker in the software expected the predicate instrument driver. The procedure was completed without the use of navigation or imaging. There was no impact on patient outcome.